Manufacturer narrative:
Two devices were returned for evaluation in used condition, decontaminated and in a plastic bag. Visual inspection was performed, no damage or foreign particles were found in the returned samples; the obturator was clean without the fuzzy material in both samples. The failure mode was not confirmed. No root cause could be determined since the complaint was not confirmed due sample provided does not shows the failure mode reported. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened.

Event description:
It was reported that the tracheostomy tube had a "fuzzy" substance on obturator. There was no medical intervention required. There was patient involvement and no patient harm reported.